Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the physician encountered difficulty withdrawing the rv channel screw during replacement of the ICD. There were no reported patient symptoms.

Manufacturer narrative:
No conclusion code available; the reported field event of difficulty loosening the set screw was confirmed in the laboratory. Visual inspection identified silicone inside the set screw hex cavities. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening the set screw.